Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was defective. The following information was provided by the initial reporter: "last week... Reported defective product on item 305916 however we received a second complaint..."

Event description:
It was reported that the bd safetyglide¿ needle was defective. The following information was provided by the initial reporter: "last week... Reported defective product on item 305916 however we received a second complaint..."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 23-jun-2022. H6: investigation summary: five sealed unused samples received for investigation. The packaging blister top web has the sku 305916 and lot# refz0999. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed.a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.